Event description:
The recipient's device was reportedly incorrectly positioned into the round window during initial insertion. The recipient underwent repositioning surgery six days post initial surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.